Event description:
It was reported to hamilton medical ag, that: "on (B)(6) 2026 the hamilton-t1 ventilator and breathing circuit set with pn 260128 / ln 202171 successfully passed the required pre-op safety checks. However, upon attempting to connect it to a patient, the system repeatedly displaced the warning "exhalation obstructed". No obvious visual issue with the patient circuit or patient were identified." Patient involvement with medical intervention in the form of a new circuit being used were reported. No patient, user or third-party harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.